Event description:
It was reported that a patient presented in-clinic for a right atrial (ra) lead revision procedure. Prior examination of the patient's ra lead had revealed dislodgement, which was addressed with corrective programming changes performed by a prior physician. Upon presenting to clinic, the patient's current physician elected to cap and replace the ra lead under fluoroscopy due to the presence of scar tissue. The ra lead was capped and replaced on (B)(6) 2022. No electrical malfunctions were reported due to the dislodgement. No patient consequences or symptoms were reported.

Event description:
New information received notes that it was unknown how the lead dislodgement was initially discovered.

Manufacturer narrative:
Additional information: b5.